Event description:
Notified by product complaint of an internal "blood" leak with the third use of the dialyzer. According to facility, the dialyzer passed all functional testing within reuse. Leak occurred at onset of dialysis and circuit of blood within the dialyzer and bloodlines discarded. Estimated blood loss 230-250 ml. There was no adverse effect to the pt and medical intervention was not necessary. Dialyzer was discarded. MDR filed on blood loss reported.